Manufacturer narrative:
The pump was received with a broken reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, a scratched reservoir tube window, a cracked reservoir tube, and a stained end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that there is a crack on the reservoir compartment entrance. Customer stated that she can't keep the reservoir in. Customer's blood glucose was 129 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.